Event description:
Patient called to report an adverse event that she believes may be related to the essure device she had implanted in (B)(6) 2013. Patient stated that since the device was implanted, she has experienced pain during her cycles, strong cramps, feels like she has a fever, has shaky legs, and doesn't feel like she can walk. Patient is seeking advice on what her options are and what she can do next.